Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. Attempts have been made and additional information on the reported event is unavailable.